Manufacturer narrative:
Product not returned for evaluation. Attempts have been made to obtain all event info. Should new info become available, a follow up MDR will be submitted.

Event description:
Received info reporting that after filling the cartridges and removing the syringe needle, insulin was seen coming out of the septum. Customer's blood glucose level was not impacted.